Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with "no ac inlet" - this was clarified as a defective power supply. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer determined that the replacement of the power supply assembly was required to address and correct this reported event. The ventilator then passed performance specification testing after the repair was completed, and no additional problems were found. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.